Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the returned complaint device found the control wire was detached and was cut from the handle. It was also noted that the device returned with one arm bent and the tabs of the capsule were locked. Additionally, the catheter was severely kinked at the distal and middle sections of its body. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the device was cut at the handle in order to remove the scope from the patient. The clip and the remaining part of the catheter were then removed from the patient using forceps. Reportedly, their removal caused a laceration. Four additional resolution 360 clip devices were placed to treat the laceration and complete the procedure. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) captures the reportable event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the device was cut at the handle in order to remove the scope from the patient. The clip and the remaining part of the catheter were then removed from the patient using forceps. Reportedly, their removal caused a laceration. Four additional resolution 360 clip devices were placed to treat the laceration and complete the procedure. The patient condition at the conclusion of the procedure was reported to be fine.